Event description:
Pt alleged possible hemolysis. Pt medical records requested. No add'l info available at this time. Pt has not been confirmed as a pt of facility. No samples available, lot number unk.